Event description:
On (B)(6) 2020, patient had a suspected short to shield and was given an ungrounded cable at her last clinic visit. Per her report today, she had not been using it and she is noted to have a pump off event on (B)(6) 2019; patient thought she was probably on batteries at that time. Abdominal x-rays should have been sent the last time she was in clinic. The log file analysis showed an abnormal pump stop event on (B)(6) 2019. The event occurred while the patient was connected to battery power. This would indicate the patients short to shield condition has evolved to a phase to phase (multiple wire fracture) issue.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: incidental findings: (1) a rescue tape repair was present on the 29.5¿ distal end of the dl, approximately 0.5-7.5¿ from the controller connector. Upon removal of the tape, a tear to the silicone jacket was observed approximately 2.5¿ from the controller connector. (2) corrosion was observed around the first and third pins of the motor capsule. (3) the protective wrap surrounding the interior electrical leads had fallen off. The evaluation of the returned pump confirmed internal wire damage that would have contributed to the low speed events and pump stops that were observed in the submitted log files. During the manufacturing investigation, there was an incidental finding of corrosion around the motor capsule pins. After reviewing the complaint investigation, the harm was assessed as anxiety/ inconvenience, with the severity of s1 and the probability level of p2. All the risk calculations were in an acceptable region, and there is no further action required. Scanning electron microscopy (sem) analysis was performed on the pump. Sem results concluded that there is no significant evidence that the corrosion on the terminal surfaces was chemically induced. Manufacturing analysis has concluded that the finding of corrosion around the motor capsule pins was incidental and requires no further action. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2013. (B)(6) was assembled with motor capsule serial number (B)(6). This document includes steps for soldering the percutaneous cable to the motor capsule, and inspecting the solder. The evaluation of the returned pump confirmed internal wire damage that would have contributed to the low speed events and pump stops that were observed in the submitted log files. (B)(6) was returned assembled with the driveline (dl) cut approximately 8.5¿ from the pump housing and the 29.5¿ distal end was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Evaluation of the pump¿s blood contacting surfaces upon disassembly of the pump revealed no evidence of developed depositions or thrombus formations. Both segments of driveline were tested for electrical continuity and all wires were found to be electrically intact. Examination of the 8.5¿ pump-end segment of dl revealed a breach to the insulation of the black wire at the pump housing. It should be noted that the proximal side of the 29.5¿ distal end segment appeared to have been internal to the patient¿s body, based on the tissue ingrowth that was present. Approximately 3¿ appeared to be internal. Examination of the 29.5¿ distal end of dl revealed breaches to the insulation of the following wires, in the following approximate locations: orange wire, 9.5¿ from the pump housing. Orange, yellow, and green wires, 10-10.5¿ from the pump housing. Green, brown, orange, and red wires, 11.5¿ from the pump housing. The green and yellow wires redundantly support motor phase 1, the black and brown wires redundantly support motor phase 2, and the red and orange wires redundantly support motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. The damage was then bypassed and the remainder of the wires were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. The pump stoppage and hazard alarms that were confirmed through the analysis of the submitted log files could have resulted from a short to ground if the exposed conductors from any wire made contact with the braided shield on either the power module or mobile power unit. A phase-to-phase short also could have occurred if the exposed conductors from two (or all) phases¿ wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by batteries. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7 of this document outlines all system controller alarms (including low speed advisory and pump off alarms) and how to respond to such events. The hmii lvas patient handbook (rev. C) is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2020-01876.

Manufacturer narrative:
Section b5: additional info.

Event description:
On (B)(6) 2020, it was reported patient had a suspected short to shield and was given an ungrounded cable at her last clinic visit. Per her report today, she had not been using it and she was noted to have a pump off event on (B)(6) 2019. Patient thought she was probably on batteries at that time. Abdominal x-rays should have been sent the last time she was in clinic. Tech service response stated, the log file contained an abnormal pump stop event on (B)(6) 2019. The event occurred while the patient was connected to battery power. This would indicate the patients short to shield condition has evolved to a phase to phase (multiple wire fracture) issue.

Manufacturer narrative:
Section b1, b2, g3: correction section b5, d7, d10, h3: additional information.

Event description:
It was reported that the patient underwent pump exchange on (B)(6) 2020. No additional information was provided,

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient denied any concerns or alarms. However, customer assumed patient had a new short to shield (sts), as the interrogation shows pump off events and low speed advisories that started the day before. The log file analysis showed a low speed and pump off event on (B)(6) 2019, while using the mpu. Per conversation, the patient felt the pump stop and wiggled the drive line and it started again. This looked to be the beginning of a short to shield that was intermittent at this point. Patient connected to the mobile power unit with no issues. Per technical services, the log file data post pump stop on (B)(6) 2019 appeared normal. Noted the patient was sleeping on battery power, which was not recommended. The mcs equipment was operating as intended. The percutaneous (perc) lead x-rays submitted were unremarkable